Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient who previously had a mitraclip procedure performed had experienced strokes in the recent months.

Event description:
It was reported that a patient who previously had a mitraclip procedure performed had experienced strokes in the recent months.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on available information, the cause of the reported stroke was unable to be determined. The reported patient effect of cerebrovascular accident, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.